Manufacturer narrative:
Follow up information received on 08-mar-2016: device breakage with essure questionnaire received from physician. Physician stated the green release catheter broke during insertion. The implant did not release after device was placed. Eventually coil was broken free from the release catether to allow removal. The instructions for use were followed with no deviation. Essure was removed via hysteroscopy. The visible coil was cut at ostium, leaving portions within the tube. Broke pieces were retrieved from uterus. There was no injury for the patient and she has recovered. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that during essure insertion, the green release catheter broke. The wheel froze and would not roll back to complete release of device (implant did not release after device was placed). The coil was broken free from release catheter to allow removal. The broken pieces were removed from the uterus by hysteroscopy. A laparoscopy was also mentioned. Only device breakage is unlisted in the reference safety information for essure. During difficult insertions, essure placement may be unsuccessful. In this case, essure insertion was complicated by a device deployment issue and the device broke. Considering the reported events occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non-serious events were reported. A product technical analysis and follow-up information (clarification about the reported laparoscopy) are being sought.

Manufacturer narrative:
Follow up 06-jun-2016: follow up attempts have been completed, without response to date. Quality safety evaluation of ptc received on 17-jun-2016: (B)(4). Lot number d06940, production date 08-sep-2014 and expiration date 28-sep-2017. As of 31-may-2016, (B)(4) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by (B)(4) in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed. User attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Rollback difficulty is defined as an event in which either the user is unable to perform initial rollback of the thumbwheel due to very high resistance, or able to perform initial rollback of the thumbwheel, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a rollback difficulty event the most likely root causes are a defective thumb wheel or defective catheter rack which prevents the rollback mechanism, inadvertent closure of a hysteroscopy valve during the placement procedure which binds up the catheter components and prevents rollback movement, excessive solder material which could prevent components from sliding past each other, a damaged micro-insert which could bind the micro-insert to the outer catheter and prevent catheter movement, or tubal spasms which bind catheter components and temporarily restrict the movement of catheter components. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a rollback difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible based on the provided information the defect type corresponds to the following meddra llt: device deployment issue and device malfunction. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar adverse event cases are not applicable. Company causality comment this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that during essure insertion, the green release catheter broke. The wheel froze and would not roll back to complete release of device (implant did not release after device was placed). The coil was broken free from release catheter to allow removal. The broken pieces were removed from the uterus by hysteroscopy. A laparoscopy was also mentioned. Only device breakage is unlisted in the reference safety information for essure. The possibility of a rollback difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. During difficult insertions, essure placement may be unsuccessful. In this case, essure insertion was complicated by a device deployment issue and the device broke. According to the product quality complaint analysis, the device deployment issue led to the device breakage. Considering the reported events occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non-serious events were reported. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time.despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. During essure insertion, after the first rollback of device after button was pushed, the wheel froze and would not roll back to complete release of device. The inner guide wire could not be removed from the tube and was cut off at ostia, leaving a portion of the inner wire in the tube. The coil portion was removed. At laparoscopy, tube appeared normal. The second device could not be advanced in tube and was removed intact. Bilateral placement was not achieved and unit was available for return (contaminated). Follow up information received on 29-jan-2016: patient was (B)(6). Essure lot numbers added: d06940 / d13379. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that during essure insertion, after the first rollback of device after button was pushed, the wheel froze and would not roll back to complete release of device (seen as device deployment issue). A laparoscopy was performed. Bilateral placement was not achieved. This event was considered serious and listed in the reference safety information for essure. During difficult insertions essure placement may be unsuccessful. In this case, bilateral placement was not achieved. It was reported that the coil portion was removed. Considering the event occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Further information (breakage questionnaire) and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.